Event description:
Customer reported daughter received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24221h, reader sn (B)(4). Three repeat cue covid-19 tests performed on the same day provided negative results. Individual had no known exposures.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. No cartridges were available for investigation of false positives due to previous investigations using retain cartridges from this lot. The complaint could not be confirmed. Root cause was undetermined.